Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (tes non-functional) has been confirmed. Upon investigation the electrode belt was unable to complete incoming functional testing. The cause of the failure was isolated to an intermittent connection in the pulse wire connecting ECG "a" and ECG "b". The root cause for the intermittent connection in the pulse wire could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.